Event description:
It was reported that a physician was attempting to use an assurant cobalt device and an admiral balloon device to treat a lesion in a patient in the left iliac. It was reported that the balloon of the assurant cobalt device ruptured while they were delivering the stent during the procedure. It was also reported that the admiral device ruptured during the event (possibly at 8 atms) and was stuck in the sheath after stent deployment. No patient injury or clinical sequelae were reported. Device evaluation the device was returned to medtronic for evaluation. A section of balloon material, distal inner shaft and distal inner shaft marker had detached from a radial tear around the mid balloon. There was 5.0cm of balloon material distal to the balloon bond. There were crimp impressions visible on the remaining balloon material. The inner shaft was kinked 1.5cm proximal to the detachment site.

Event description:
Cine image review: four (4) still images were provided for review, however, the images do not capture the delivery of the assurant cobalt device or the balloon burst and material detachment.

Manufacturer narrative:
Evaluation results: (root cause is undetermined). Evaluation conclusion: (root cause is undetermined). (B)(4).